Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
It was reported that the device depleted quickly. The stimulator lasted less than 2 years; the settings were high. The device was explanted and replaced. There was no pt injury and the pt recovered without sequelae.